Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). It was reported that the procedure was performed to treat a lesion in the left main coronary artery / left anterior descending artery. Three xience sierra stents, a 3.0 x 28 mm, a 3.5 x 38 mm, and a 4.0 x 12 mm, were implanted. Post dilatation was performed, and the post procedure stenosis was 10%. One day post procedure, elevated troponin levels were noted, and slow flow was noted in the 2nd diagonal artery. Myocardial infarction was diagnosed. The rise in troponin levels was attributed to the pinched diagonal artery. No additional intervention was performed. The patient was observed for 24 hours and remained asymptomatic and stable. The event resolved on (B)(6) 2020 and the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and ischemia is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.